Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('right essure found in pelvic cavity/ left essure not found') and uterine inflammation ('uterine inflammation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" from 2015 to (B)(6) 2015. The patient's medical history included menarche (at age 13) and parity 3. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("sharp pelvic pain"). In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced menorrhagia ("heavy and prolonged menstruation with clots") and headache ("intense headaches"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("uterine perforation sensation"), dyspareunia ("pain during and after sexual intercourse"), back pain ("lumbar pain"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), coital bleeding ("bleeding during and after sexual intercourse"), ovarian cyst ("ovarian cyst"), peripheral swelling ("swelling in legs"), tremor ("tremor"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), loss of libido ("loss of libido"), mood altered ("mood changes"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. In (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, uterine pain, dyspareunia, back pain, menorrhagia, abdominal distension, headache, pain, vaginal discharge, vulvovaginal pruritus, breast pain, oedema, pain in extremity, coital bleeding, ovarian cyst, peripheral swelling, tremor, fatigue, arthralgia, alopecia, loss of libido, mood altered, adenomyosis, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: surgery was recommended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: ovarian cyst. X-ray - on (B)(6) 2019: right essure found in pelvic area fragmented. Left essure not found. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('right essure found in pelvic cavity/ left essure not found') and uterine inflammation ('uterine inflammation') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" from 2015 to august 2015. The patient's medical history included menarche (B)(6) and parity 3. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("sharp pelvic pain"). In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced menorrhagia ("heavy and prolonged menstruation with clots") and headache ("intense headaches"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("uterine perforation sensation"), dyspareunia ("pain during and after sexual intercourse"), back pain ("lumbar pain"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), coital bleeding ("bleeding during and after sexual intercourse"), ovarian cyst ("ovarian cyst"), peripheral swelling ("swelling in legs"), tremor ("tremor"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), loss of libido ("loss of libido"), mood altered ("mood changes"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. In (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, uterine pain, dyspareunia, back pain, menorrhagia, abdominal distension, headache, pain, vaginal discharge, vulvovaginal pruritus, breast pain, oedema, pain in extremity, coital bleeding, ovarian cyst, peripheral swelling, tremor, fatigue, arthralgia, alopecia, loss of libido, mood altered, adenomyosis, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: surgery was recommended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: ovarian cyst. X-ray - on (B)(6) 2019: right essure found in pelvic area fragmented. Left essure not found. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('right essure found in pelvic cavity/ left essure not found') and uterine inflammation ('uterine inflammation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" from 2015 to (B)(6) 2015. The patient's medical history included menarche (at age 13) and parity 3. In 2013, the patient experienced pelvic pain ("sharp pelvic pain"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced heavy menstrual bleeding ("heavy and prolonged menstruation with clots") and headache ("intense headaches"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("uterine perforation sensation"), dyspareunia ("pain during and after sexual intercourse"), back pain ("lumbar pain"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), coital bleeding ("bleeding during and after sexual intercourse"), ovarian cyst ("ovarian cyst"), peripheral swelling ("swelling in legs"), tremor ("tremor"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), loss of libido ("loss of libido"), mood altered ("mood changes"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. In (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, uterine pain, dyspareunia, back pain, heavy menstrual bleeding, abdominal distension, headache, pain, vaginal discharge, vulvovaginal pruritus, breast pain, oedema, pain in extremity, coital bleeding, ovarian cyst, peripheral swelling, tremor, fatigue, arthralgia, alopecia, loss of libido, mood altered, adenomyosis, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood altered, nervousness, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: surgery was recommended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: ovarian cyst. X-ray - on (B)(6) 2019: right essure found in pelvic area fragmented. Left essure not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2021: reporters added, essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.